Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 05-apr-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the product is working as intended.

Event description:
Consumer reported complaint for error message (e-5). Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/14/2023 and customer could not recall the open vial date. The customer did have another vial of test strips that had been stored and handled correctly, but not with her at the time of the call. Customer was calling from a lab where she was having a blood test performed. Customer was later contacted by technician via telephone. Customer stated that her blood glucose test result at the lab had been in the 700's mg/dl. Customer also reported while at the lab she had performed a blood test using the true metrix air meter and had obtained a result of hi. Customer stated she had performed an additional blood test using the true metrix air meter and had obtained a result in the 300's mg/dl. The customer's expected blood glucose test result range was not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 27-may-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.